Manufacturer narrative:
The pod was received fully deployed. An 0x14 was generated by the pod during operation indicating a pod occlusion. Timeouts were also observed within the data at the end of the run. No occlusions were observed during inspection. The exact cause of this alarm could not be determined. This confirms the user reported event. During fluid path testing, fluid was observed to advance above the plunger within the fluid reservoir. No signs of fluid ingress were observed within the pod. The exact cause of this fluid path failure could not be determined and did not cause the user reported event. The exposed portion of the soft cannula was observed to be kinked. This kink did not appear to affect the delivery of insulin. The exact timing and cause of this damage could not be determined.

Event description:
It was reported the patients blood glucose level rose to >250mg/dl while wearing the pod between 1 and 4 hours. It was also reported that they experienced an occlusion alarm.